Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. The hypoglycemic event was caused by the user announcing a usual sized meal for dinner but then not eating the meal resulting in an excess of insulin relative to their need.

Event description:
On 5/21/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 5/16/24. The cds stated during a follow-up call the user reported experiencing hypoglycemia on 05/16/24 around 7:30 pm. The user's husband called ems, who administered dextrose, improving the user's glucose levels. However, the user experienced hypoglycemia again after ems left, leading to another ems visit, and being taken to the ER. The user's bg level or treatment received at the ER was not reported. The user was discharged from the ER at 5:00 am on (B)(6) 2024. The user mentioned that the husband had disconnected the ilet during the initial hypoglycemia episode and did not reconnect it until around 1:00 pm on friday. The user announced a dinner meal at 4:47 pm but did not eat the food because it was not liked, which may have led to another hypoglycemic episode. The user was educated on the importance of consuming carbohydrates after announcing a meal and advised to drink a carbohydrate-containing beverage if the announced meal cannot be eaten.